Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
On (B)(6) 2009: three devices were placed to a (B)(6) year old female patient to treat aaa. The patient's anatomical form was suitable for endovascular repair and the procedure was performed as labeled. Iliac legs were placed in each cia. Access was gained from right fa. Tfb-22-74 (lot unknown); tfle-10-71 (lot unknown); tfle-12-71 (lot unknown). On (B)(6) 2016: it was confirmed that the proximal end of left iliac leg (tfle12-71) protruded from main body, and distal end of iliac leg got lost its sealing since the distal end of iliac leg migrated toward to proximal side. Another legs (gore/ excluder 14mm x 14cm and 10mm x 7cm) were used to repair as a bridge between main body and left eia through the tfle12-71. Treatment was successful, and the patient is under monitoring. Additional information provided (B)(6) 2016: iliac leg protruded from main body and migrated. (Type iii-a endoleak (component disconnection)and distal type I endoleak). No adverse effect to the patient reported.

Manufacturer narrative:
The lot number for the device is unknown therefore a device history record review could not be performed. The product was not returned and photos of the device are not available. Due to this product only being one per lot number no other complaints would be associated with this complaint if the lot information was available. Quality control inspections are in place to prevent defective product from being distributed and review of the document based investigation evaluation found no evidence to suggest that the product was not manufactured to specification. Endo-graft stent migration is a potential occurrence associated with endovascular repair of an aortic aneurysm. Device migration can be attributed to several factors; irregular calcification and/or plaque may compromise the attachment and sealing at the fixation sites. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endo-leak, fracture, migration, device in-folding or compression. It can also be caused by increased blood pressure or hemodynamic displacement forces. When the magnitude of this displacement is such that endo-graft seal is lost, re-pressurization of the previously excluded aneurysmal sac can result (endo-graft leak). With the limited information available the exact cause for the event could not be determined; however there are hemodynamic, biomechanical, patient and operational factors that can contribute to stent migration.